Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an excessive amount of air removed from multiple cartridges during the air removal step of the load process. Customer's blood glucose level was 212 mg/dl. Ultimately, the customer was able to load a new cartridge onto the pump.